Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level that ranged from 400-500 mg/dl. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. At the time of the report, customer was still admitted to the hospital with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.